Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the non-tortuous and severely calcified fistula. An 8.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During first inflation at 8 atmospheres, the balloon ruptured. The device was removed without any problem and there were no fragments left inside the patient. The procedure was completed using athletis balloon. There were no patient complications as a result of this event.